Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up after receiving multiple inappropriate shocks due to atrial fibrillation with high ventricular response. Programming changes were made. The patient condition was good.